Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that the patient was questioning the bolus advice provided by his blood glucose monitor. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.